Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or cause the cgm to read "high". The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Ultimately, the customer reverted to an alternate method insulin therapy.